Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the suture was broken and frayed. One of the two plates was still attached to the suture, but the other one was detached from it and had a fragment of broken and frayed suture. The needle cannot be observed in the image. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of omnispan meniscal repair 12deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Regarding the suture condition, it is possible that an excessive force was applied to the suture while tightening. On other hand, the double deployment is related to pressing accidentally the red trigger before the grey trigger. Pulling the red trigger before the first shot will place the second plate to the deploying position and, when the gray trigger is pressed, both implants will be deployed at the same time. Another possible root cause can be attributed to the main pusher rod tip bent upwards; it can deploy both implants at the same time. The bent in pusher rod is typically a result of aggressively inserting the needle on the gun's connector. As per IFU: 1) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. 2) remove the needle from the tissue and retain visibility of the tip of the needle in the scope to ensure the second implant maintains the proper position. 3) pull the loading trigger (red) to load the second implant to the firing position of the needle (should be seen at 20mm marking). 3) penetrate the tissue to desired depth using needle laser markings as a depth indicator. 4) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the second implant. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscal repair surgery, it was observed that after first firing with the omnispan meniscal repair 12deg device, two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.